Event description:
On 10/29/96, surgery was performed due to the pt receiving multiple shocks caused by a rate sensing noise. The physician could not reproduce the noise or isolate the problem, so he capped the other co's lead and explanted the ICD.